Manufacturer narrative:
(B)(4) it was reported that a patient, 53 year old, female, underwent a wolff parkinson white procedure with two smart touch bidirectional catheters and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event reported a deflection test was performed and the catheter passed. An irrigation test was performed and the catheter failed, further investigation revealed that irrigation tubing was found bent and broken at handle-shaft section. The catheter was then evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system; however errors 105, 106 and 279 were displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The catheter was tested for electrical performance and current leakage was observed on electrodes #2, #3 and #4. Further inspection revealed that catheter connector had green and white material causing the current leakage failure. This condition was due to the leakage found during the irrigation test. Temperature response and stockert compatibility tests were performed and the catheter was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during irrigation, electrical and sensor test; however the root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate generator (model# m-4900-07 serial# (B)(4)), smartablate pump (model# m-4900-08 serial# (B)(4)), acunav catheter (model# unknown lot# e117819). (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent a wolff parkinson white procedure with two smart touch bidirectional catheters and suffered a cardiac tamponade, which required pericardiocentesis. During the event a non MDR reportable magnetic sensor error and force error occurred. There was a sensor error on the first smart touch catheter so it was replaced and the procedure was continued. The second smart touch catheter had a force issue. After the procedure, a pericardial effusion was noticed 20 to 30 minutes post ablation as the patient's blood pressure dropped and the patient became cathartic. The pericardial effusion was confirmed by echocardiogram. A pericardiocentesis was performed and 800ml of fluid was removed. The patient did require an extended hospitalization stay for observation. The patient has since fully recovered. Settings during the event include: power settings 30-35 watts / temperature cut off 50 degrees / impedance max cut off 250 ohms / impedance min cut off 50 ohms / irrigation flow setting 17-30ml / st. Jude sl1 sheath was used. The patient received anticoagulation during the procedure and it was maintained between 280 - 350s. A transseptal puncture was performed with a st. Jude, brk baylis needle. The overall time for ablation at the site of injury was approximately 1-2 minutes in the extended area. The physician's opinion on the cause of the adverse event is that ablation was being performed in a difficult location while inaccurate force sensor issues occurred. Additionally, the physician performed extensive ablation throughout the atrium, and gave the patient heparin, all of which may have contributed to this event. Since two ablation catheters were used during this case, as one was replaced during sensor troubleshooting, this event is being reported under both units.